Manufacturer narrative:
Section d4: modular cable was not returned for analysis. Manufacturer's investigation conclusion: the reported event of the modular cable not functioning was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (24sep22 ¿ 5oct22 per timestamp). All of the captured data appeared to show the modular cable operating as intended. There were no other notable alarms active in the log file. The heartmate 3 modular cable (lot # 8197093) was not returned for analysis. The modular cable was sent for return, but the cable did not reach abbott facilities. The product was lost in transit. It is unknown how the modular cable was not functioning. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use, rev. C, section 2 - ¿system operations¿ and heartmate iii patient handbook, rev. D, section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-14384. It was reported that the patient went to the emergency room (ER) with ventricular assist device (vad) alarms on the system controller. The patient's white power cable and modular cable were reported to be not functioning. The patient's heartmate 3 system controller and modular cable were replaced. The hospital was not able to access log files from the replaced system controller.